Event description:
It was reported during in clinic follow up that the atrial lead exhibited a failure to capture. Fluoroscopy confirmed lead dislodgement. The lead was explanted and successfully replaced. There were no patient consequences.